Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: balloon trocar inserted into abdomen. Physician began pumping and balloon popped. A piece that was retained in the abdomen after the balloon popped was removed. Item collected and packaged.